Manufacturer narrative:
The report states:patello-femoral tracking- lateral release increases by 8 times (from 4% to 33.3%) examination of the reported devices was not possible as they were not returned. The devices remain implanted. A search of the complaints databases has identified no trend of this issue. The report is considered isolated. There was initially reported a 33% patellar lateral retinaculum release rate. Updated information indicates the rate has declined to 8% post implementation of new instrumentation and the released communication regarding the restoration of the apex of the patella. The review of provided patient x-ray's by depuy was unable to draw any conclusions regarding the reported lateral release. The investigation can draw no further conclusions with the information provided. Monitor through trend analysis. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patello-femoral tracking - lateral release.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.